Event description:
It was reported that (4) devices were used during an unk procedure. It was reported by the affiliate that the 511sd outer gaskets were torn. New trocars were used to complete the case. There was no consequence to the pt.